Manufacturer narrative:
Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (apr 2019 through mar 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Communication/interviews: (4111/213) communication/interviews were conducted by getinge personnel to the customer's medical engineer to obtain all possible information.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue although running test was performed for one week. Any anomalies or malfunction was unable to be confirmed at the level of output voltage. It was suspected that there might have been any problem on the parts between the power switch and power supply unit. The power switch, and the solenoid driver board were replaced. After replacing the parts, running test was performed again for one week, and the functionality of this iabp unit was confirmed to be normal. Due to the long-term running test, the safety disk was replaced as well. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The customer's biomedical engineer was unable to reproduce the issue. The biomed performed a running test using a test intra-aortic balloon (iab) for ten hours on both battery and ac power. A getinge field service engineer (fse) was dispatched to evaluate this unit. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unexpectedly shutdown. The iabp was replaced with another. No patient harm, serious injury or adverse event was reported.